Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced an uncomfortable sensation described as ineffective stimulation. During the permanent implant procedure, the physician reported difficulty placing the lead at the midline due to scar tissue, therefore the patient only received effective therapy on the left side instead of bilaterally. After reviewing x-rays of the lead placement, the physician opted to leave the distal end of the lead in place and pulled the right tail of the lead from the ipg port on (B)(6) 2018. A new lead was then implanted and plugged into the port. Postoperatively, effective therapy was reported.